Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. It was alleged that the audio bolus button was under-responsive. It was also reported that the button cover was thinning and torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: during the investigation, the pump was returned with the audio bolus button cover torn but still operable. The button cover was removed and there was no contamination found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.